Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set was involved in a needle stick injury after use. The following information was provided by the initial reporter: material no. 367281; batch no. Unknown. Feb: 2019: ER (1) stuck self with gray rubber needle while disposing vacutainer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set was involved in a needle stick injury after use. The following information was provided by the initial reporter: material no. 367281, batch no. Unknown. (B)(6) 2019: ER (1) stuck self with gray rubber needle while disposing vacutainer.